Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that during the patient's trial procedure, the physician nicked a nerve and the patient had a terrible pain in the left foot. The physician thought it was partially the fault of the needle in the kit because the stylet was not clicking into place. The needle was bent at the end after the incident happened. The patient was given medication to help with the pain. The patient was reportedly doing well.